Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a antegrade femoral nail procedure. During the procedure, a flexible reamer shaft broke towards the base. One part of the flexible reamer shaft remained with power drill and the other part was over the reaming rod. Since the part broke outside the patient¿s body, no fragments were inside the patient. Other device was available to complete the surgery. The procedure was completed successfully with 3-5 minutes of the surgical delay. Patient was stable after the surgery. Concomitant devices reported: femoral nails (part # unknown, lot # unknown, qty # 1), reaming rods (part # unknown, lot # unknown, qty # 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).